Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: unknown. This report is for an unknown 2.4 mm va lcp volar rim distal radius plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known. Device remains implanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following literature article: diwersi (2016) mini plates as augmentation implants in osteosynthesis of complex distal radial fractures. Operative orthopedics and traumatology, volume 5, pages 402-406. Switzerland treatment of complex distal radius fracture by plate osteosynthesis using angular-stable plates has certain limitations. This article describes a study where mini plates (employed in maxillofacial surgery) can be a supplemental implant for the reposition and retention of smaller/complex fragments of the distal radius that are difficult to control. Between april 2014 to june 2015, four (4) distal radial fractures were treated operatively in three (3) patients, using mini plates as supplemental implants in addition to the variable angle locking compression plate. All fractures were healed after six (6) weeks. The physiotherapeutically assisted functional follow-up treatment for each patient took six (6) weeks at a minimum. Postoperative follow-up exams occurred in intervals of six (6) weeks, three (3) and six (6) months, and one (1) year. However the following complications were observed: patient 1 ¿ (B)(6)male with ao 23-c2 left and ao 23-c3 right type radius fracture underwent osteosynthesis with variable angle locking compression plate augmented with mini plates. At 12 month post-operatively (last follow up) patient presented with pain under strain (visual analog scale, vas 2) patient 2 ¿ (B)(6) male with ao 23-c3 type radius fracture underwent osteosynthesis with variable angle locking compression plate augmented with mini plates. At 6 months post-operatively (last follow up), patient presented with pain under strain (visual analog scale, vas 3) this complaint is for 9 devices - variable angle-locking compression plate -2 column radius plate, cortex screws size 2.4 mm, cortex screws size 2.7 mm, and locking screws size 2.4 mm (depuy-synthes company, (B)(4)) non-angular-stable mini plate 0.4 mm thick , non-angular-stable mini plate 0.5 mm thick, non-angular-stable mini plate 0.7 mm thick, screw 1.5 mm and screw 1.8 mm (developed 2008, synthes (B)(4) and the osteosynthesis work group (ao)). (B)(4) ¿ this complaint will include 9 impacted products associated with patient 2, (B)(4) ¿ this complaint will include 9 impacted products associated with patient 1. This is report 1 of 9 for (B)(4).